Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the peritonitis. The cause and treatment of the peritonitis was not reported. The patient was recovering from the peritonitis and physioneal therapies were ongoing. No additional information is available.